Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed as the error identified was b30. Based on historical data, possible causes include electrical/electronic component problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope had an communication error. The malfunction occurred during inspection for use and there were no reports of patient involvement.